Event description:
It was reported that the burr became stuck on the wire. The target lesion was mildly tortuous and moderately calcified. A 1.50mm rotapro and rotawire was selected for use. During procedure, it was noted that upon removal of the burr, using dynaglide mode, a resistance was felt. The burr was able to come out of the catheter but was not able to remove the burr completely from the wire. The wire was cut outside of the patient and exchange the wire over a microcatheter. The procedure was completed with an alternative device. There were no patient complications.